Event description:
It was reported that the customer experienced low blood glucose while using the ilet and routinely paused insulin delivery at approximately 100 mg/dl in anticipation of going low, then treated with carbohydrates; a recent low measured 51 mg/dl after a smaller-than-usual breakfast announcement and was treated with soda. Symptoms included feeling low and anxiety consistent with hypoglycemia. Outcomes included the need for oral glucose treatment with no hospitalization. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was associated with improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.